Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1883 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was infused with chemotherapy drugs on (B)(6) 2021 due to acute leukemia, and was discharged after the first course of chemotherapy. Later, on (B)(6), the patient was found to have swelling on the side of the PICC puncture limb and was admitted to the hospital on (B)(6). After admission, the 10cm arm circumference was measured at 23.5cm above the elbow (20.5cm when the tube was inserted), and he complained of mild local pain. The blood vessel b-ultrasound showed thrombosis from the left subclavian vein to the left subclavian vein. According to the doctor¿s instructions, I was given a subcutaneous injection of low molecular weight heparin calcium 5000u for q12h. The treatment did not improve. The arm circumference was measured at 24.5cm on (B)(6), and the arm circumference was measured at 25cm on the morning of (B)(6). The local pain was worse than before. After the consultation in the intervention room, the PICC tube was removed at 11:30 in the intervention room. The process went smoothly and the patient had no other discomfort. It is currently under close observation.